Event description:
After the first implant of the essure, my left tube was perforated. I had an additional procedure done later to redo the essure. I have since been experiencing pain for two years now. I have also had frequent menstrual cycles.